Manufacturer narrative:
The customer called technical support to request onsite service per contract as the device would not stay attached to the stand. The remote service engineer (rse) created an onsite work order (wo) for the customer to have the reported issue resolved. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp discovered that the device was on an older version of the stand, so the asp installed a new stand and transferred all equipment and accessories over to the new stand. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device would stay attached to the stand. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to request onsite service as the device would stay attached to the stand. The investigation is ongoing.